Event description:
A caller reported a malfunction on the pump, and a malfunction code was displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.